Event description:
It was reported that the pump had a "sticky wake button." Additionally, it was reported that the customer "cant read the screen and there is damage to the screen."customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.